Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: the pump's black box showed that the pump was being manually switched between basal index 2 and basal index 1. The black box showed that on (B)(6) 2016 at 00:01 basal index 2 was activated. The pump was manually switched at 01:24 to current basal index 1. At (B)(6) 2016 at 12:57 basal index 2 was activated. The pump basal history showed a temp basal program being run on (B)(6) 2016 from 12:58 to 20:40. On (B)(6) 2016 at 16:28 to 16:49 a 0.00u basal program was set. On (B)(6) 2016 from 18:01 to 18:54 a 0.00u basal program was set. The pump was exercised for 24 hours with a 2.0u/hr basal rate. At the end of testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. No delivery interruptions or alarms occurred during the investigation. Unrelated to the initial allegation, the battery compartment was found to be cracked above the bumper pad. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 58 mg/dl with symptoms of unsteadiness, a headache, and sweatiness. The reporter stated that the patient had remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump's history with a customer technical support representative and found that the basal delivery totals in the total daily dose did not match the active basal program total. There was no known cause for this variation at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.